Manufacturer narrative:
Batch review performed on 16 june 2025. Lot 2402933: (B)(4) items manufactured and released on 26-feb-2024. Expiration date: 2029-02-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional device involved: batch review performed on 16 june 2025. Cup: mpact 01.32.162dh acetabular shell ø62 two-holes (k132879) lot 2336197: (B)(4) items manufactured and released on 11-sep-2023. Expiration date: 2028-08-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Liner: mpact 01.32.3652hct flat pe hc liner ø36/g (k103721) lot 2218074: (B)(4) items manufactured and released on 17-nov-2022. Expiration date: 2027-11-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 7 months after the primary, the patient came in reporting pain due to a dislocation of the head from the liner and the cause of the dislocation is unknown. The surgeon revised the cup, head and liner. Cup was revised because it looked like it was vertical and not anteverted enough to the surgeon (cause unknown). The surgery was completed successfully.